Manufacturer narrative:
This is being reported as an adverse event, not a product problem (e.g. Defect/malfunction).

Manufacturer narrative:
Product sample was returned for evaluation and a visual inspection was completed, it was found that the incorrect barrel case was returned with an open bottle of solution. The barrel case returned by the consumer for evaluation is for use with multipurpose solution; it does not contain the platinum neutralizing disc for use with hydrogen peroxide lens cleaning system. The incident has resolved and the patient has recovered without permanent impairment of eye function or damage to body structure. This incident is being reported in an abundance of caution due to the product defect in combination with the severity of the patient's reaction and extent of medical treatment provided and medications prescribed to treat the injury.

Event description:
Patient experienced pain and irritation in the right eye (od) upon instilling her contact lens (brand or product type unknown) after using one step peroxide lens cleaning system. The patient sought emergency medical treatment where she was diagnosed with ocular surface inflammation, chemosis, bulbar conjunctiva chemical burn as well as a small corneal chemical burn. The patient was prescribed cyclopentolate, dexamethasone, chloramphenicol, hyabak, and vita-pos. The patient was seen for follow up by her primary eye care provider who indicates the patient is fully recovered and the incident has resolved as of (B)(6) 2017. The patient indicates that the product was defective in that the barrel case supplied with the system did not contain the platinum neutralizing disc resulting in un-neutralized hydrogen peroxide cleaning solution being instilled directly into the eye. This incident is being reported in an abundance of caution due to the product defect in combination with the severity of the patient's reaction and extent of medical treatment provided and medications prescribed to treat the injury.